Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented a merlin transmission revealing inappropriate mode switching episodes possibility caused by pacs. Programming changes were recommended. No further information is available.